Event description:
On (B)(6) 2012 customer reported that the baths on the act 10 instrument overflowed onto the counter while running controls. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found blockage in the tubing at pinch valve 14. Fse noted that this caused the baths to overflow. Fse cleared the blockage and this resolved the issue.

Manufacturer narrative:
(B)(4).